Event description:
Customer reported that the piezo handpiece stops during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was returned, the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. The device was replaced and returned to the customer on (B)(4) 2012. Placeholder.